Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and discovered that the fiber optic receptacle in the unit had been pushed in and wouldn¿t make a connection. The fse disassembled the unit to remove the fiber optic sensor extension assembly. The fse then installed a new assembly and ran the unit thru a complete calibration and functionality test. The iabp unit met factory specifications. The fse also ran the unit on a test balloon for approximately 30 minutes and all worked as it should. The unit was returned to the customer and cleared for use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) fiber optic portal pushed into the unit. This event occurred prior to use. There was no patient involvement, thus no adverse event was reported.